Event description:
A patient who had undergone a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation on (B)(6) 2024 presented to the emergency room on (B)(6) 2024 with stroke like symptoms of numbness on the left side and hand. The patient was discharged a day or two later with some resolution of symptoms. It was previously reported the patient had to cancel a previous pvi procedure due to a clotting problem. It cannot be determined if there is any relationship between the ablation system and the reported adverse event. Since it is possible the event and the ablation system are related, the event is being reported as an MDR.

Manufacturer narrative:
No device deficiency reported. The relationship between device, procedure, and event cannot be determined. Stroke is a known possible adverse event disclosed in product labeling.